Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery had one year remaining. Boston scientific technical service (ts) asked the health care professional (hcp) if the amount of pacing has changed but there was none. Ts also added that one year seemed reasonable considering that nominal longevity was about eight years. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicates the engineering analysis of this pacemaker's data. The device memory status was normal and battery status was good. The data in memory showed that this device was calculating longevity remaining of 2.8 years. This was possibly due to the recent programming changes made that slightly increased the device calculated longevity remaining. This device was operating near the current bin boundary, and it could be possible that the device's current bin may not have matched the programmer current bin for longevity calculations. It was suspected that this device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. This device appears to be operating and depleting normally. To date, device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the device was explanted for normal battery depletion (nbd). Furthermore, the device will not be sent back. No additional adverse patient effects were reported.